Event description:
It was reported that a user contacted support about a blood glucose of 197 mg/dl after changing a target on the ilet pump, and was advised that the setting change could explain a slight elevation and to call back if levels rose unexpectedly. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included review of user-reported event details and guidance on device use. Investigation of this case revealed no device malfunction, with the event consistent with therapy adjustment effects following a target change. It was concluded, based on previously established findings for similar reports, that the cause was unclear with no device failure identified. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.